Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room before going to the clinic on (B)(6) 2018 because the implantable cardioverter-defibrillator was extruding from the pocket. On (B)(6) 2018, the patient presented in clinic and was admitted to hospital for possible infection and an open wound at the pacer site. The patient¿s implantable cardioverter-defibrillator, right ventricular and left ventricular leads were explanted due to pocket erosion and infection. A temporary pacemaker and right ventricular lead were placed as the patient is pacer dependent. On (B)(6) 2018, patient¿s temporary pacemaker and the temporary right ventricular lead were explanted and patient was implanted with a new system. Patient was stable before during and after the procedures.